Event description:
The facility representative reported to baxter largo technical services one colleague infusion pump in which failure code 814.09-upstream occlusion sensor error occurred. The reported condition occurred during bio-med testing while infusing causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This information was erroneously entered into the follow-up medwatch. This MDR was submitted on (B)(6) 2011; however, due to a failure to receive (B)(4), (B)(4), or (B)(4), this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 814:09 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completions of baxter's investigation. (B)(4)